Event description:
It was reported that st elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully deployed in the laa of the patient. The patient experienced st elevation after the closure device was deployed. Anesthesia monitored the patient until st elevation was resolved. The procedure was completed without requiring intervention. The patient remained stable and was discharged.